Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('gynaecologist was unable to find the essure coils in my fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("low back pain"), restless legs syndrome ("restless legs"), myalgia ("muscle pain"), joint pain ("joint pain"), hypertension ("high blood pressure"), arthralgia multiple ("a lot of pain in knees, hips and ankles when walking"), pain ("mainly in the morning, a lot of pain"), endometriosis ("endometriosis") and cervix disorder ("problematic cells around the cervix"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and complication of device removal ("removal of uterus, during which the gynaecologist was unable to find the essure coils in my fallopian tubes. They were left in place."). The patient was treated with surgery (removal of uterus). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, abdominal pain, back pain, restless legs syndrome, myalgia, joint pain, hypertension, arthralgia multiple, pain and cervix disorder had not resolved and the device dislocation and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, cervix disorder, complication of device removal, device dislocation, endometriosis, headache, hypertension, joint pain, myalgia, pain, pelvic pain, restless legs syndrome and arthralgia multiple with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('gynaecologist was unable to find the essure coils in my fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("low back pain"), restless legs syndrome ("restless legs"), myalgia ("muscle pain"), joint pain ("joint pain"), hypertension ("high blood pressure"), arthralgia multiple ("a lot of pain in knees, hips and ankles when walking"), pain ("mainly in the morning, a lot of pain"), endometriosis ("endometriosis") and cervix disorder ("problematic cells around the cervix"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and complication of device removal ("removal of uterus, during which the gynaecologist was unable to find the essure coils in my fallopian tubes. They were left in place."). The patient was treated with surgery (removal of uterus). Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, headache, abdominal pain, back pain, restless legs syndrome, myalgia, joint pain, hypertension, arthralgia multiple, pain, endometriosis and cervix disorder had not resolved and the complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, cervix disorder, complication of device removal, device dislocation, endometriosis, headache, hypertension, joint pain, myalgia, pain, pelvic pain, restless legs syndrome and arthralgia multiple with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: she is still experiencing all of the previously described symptoms every day. Outcome of events updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('gynaecologist was unable to find the essure coils in my fallopian tubes') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("low back pain"), restless legs syndrome ("restless legs"), myalgia ("muscle pain"), joint pain ("joint pain"), hypertension ("high blood pressure"), arthralgia multiple ("a lot of pain in knees, hips and ankles when walking"), pain ("mainly in the morning, a lot of pain"), endometriosis ("endometriosis") and cervix disorder ("problematic cells around the cervix"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and complication of device removal ("removal of uterus, during which the gynaecologist was unable to find the essure coils in my fallopian tubes. They were left in place."). The patient was treated with surgery (removal of uterus). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, abdominal pain, back pain, restless legs syndrome, myalgia, joint pain, hypertension, arthralgia multiple, pain and cervix disorder had not resolved and the device dislocation and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, cervix disorder, complication of device removal, device dislocation, endometriosis, headache, hypertension, joint pain, myalgia, pain, pelvic pain, restless legs syndrome and arthralgia multiple with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.